Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At an unspecified time, the pump was programmed to deliver demerol 10mg/ml with 25mg of phenergan for continous + bolus delivery with a continous rate of 15mg/hr, an unspecified loading dose, 15mg bolus dose, 10 minute bolus lock out, a 200mg 4 hour dose limit, and a 50ml container size. At 1220, the delivery was initiated. At approximately 1440, the patient's family found the patient was unresponsive and notified the nurse. The nurse found that the patient was lethargic which shallow respirations. At this time, the medication container was found empty. The physician was notified. The patient was treated with oxygen via an ambu bag and 2 doses of narcan 0.4mg. At 1505, the patient arrested. At this time, a code was called and the patient was intubated. At 1515, the patient responded by moving her hands and opening her eyes. At 1600, the patient was transferred to the intensive care unit. The patient was extubated at 1900 and was reportedly stable. There were no reported adverse patient sequelae. The pump was removed from clinical service. Upon review of the pump event history with a physician, it was noted that the device was programmed to deliver in ml instead of the intended mg unit of delivery. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded at the manufacturing facility. In 2006, at 1:20pm, the pump was powered on. At 1:23pm, the pump was programmed in the continous + bolus delivery in ml instead of the intended mg unit of delivery, to delivery at a rate of 15ml/hr, with a 15ml bolus dose, a 10min bolus lockout, a 200ml 4hr dose limit, a 625ml container size, air sensitivity set to off and the delivery was started. At 1:24pm, a patient initiated bolus delivery began. At 1:26pm, the delivery was stopped. At 1:46pm, the "complete bolus now" was displayed and the pump was programmed "yes." At 1:52pm, bolus delivery was completed. At 1:56pm, there were 2 unmet bolus demands. At 2:05pm, patient initiated bolus delivery began. At 2:14pm, the bolus delivery was completed. At 3:34pm, the delivery was stopped. At 3:42pm, delivery was resumed. At 3:46pm, delivery was stopped. Between 3:46pm and 5:01pm, device was powered on and off 3 times. At 5:02pm, the program, a 53.8ml amount infused shift total, and history were cleared. At 5:04pm, the pump was reprogrammed in the continous + bolus delivery in mg, with a concentration of 10mg/ml, a rate of 15mg, a 15mg bolus dose, with a 10min bolus lockout, a 200mg 4hr dose limit, a container size of 625 mg, and the air sensitivity set to on. At 5:06pm, the pump was powered off. A review of the device history indicates that the device delivered as programmed.